Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2010-03084 and 1627487-2010-03085. The pt received his scs system, including a percutaneous lead, two anchors (of the same lot) and an ipg, on (B)(6) 2010. It was reported the pt presented with a fever and discharge from the lead incision site. As the physician suspected an infection, the incision site was cultured and cleaned. The product remains implanted while the physician awaits the culture results. Additional info regarding the pt's status was requested but not received. No additional info available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: a review of the DHR found a non-conformance related to the product, however, the non-conformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.